Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply, generator drive board, and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system displayed an a/d channel failure and could not boot up. There was no patient injury or death reported.